Event description:
It was reported by the affiliate in brazil that during an unspecified surgical procedure on (B)(6) 2024, it was observed that there a shred problem during the procedure, while using the fastin rc 5mm ocord w/o ndls device as the dr. Had already given the knot there were no major problems, but he complained that it was the second time he had a problem with this anchor. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date is currently unavailable. A photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. During the review of the arthroscopic image provided, it was possible to note that the suture was broken and frayed. The overall complaint was confirmed as the observed conditions of the fastin rc 5mm ocord w/o ndls would have contribute to the complained devices issues. Based on the investigation findings, the root cause is traced to procedural variables such as; handling of the device or product interaction during procedure, the suture was over-tensioned and consequently caused its damage. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.